Event description:
It was reported that the 9800 system c-arm makes a noise during rotation and the vertical column up/down motion is intermittent. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the c-arm roller brake assembly and the power supply. The system was tested and found to be working as intended and placed back into service.